Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. A: no patient information to date after calls to end user on 02/14/25 and 03/10/25.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit requiring reboot during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.